Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1vr01-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) procedure the tether became stuck in the device due to large clot formation. It was noted that the device and delivery system exhibited difficulty during the retrieval process. It was further noted that a second micra was attempted to be used; however due to anatomic challenges the device was embolized to superior vena cava (svc) and had to be removed with a snare. It was reported that the leadless ipg, delivery system and introducer was attempted/not used and replaced. No patient complications have been reported as a result of this event.